Event description:
It was reported the prw35 was used during a total colectomy to close the abdominal incision. It was reported the staples malformed and only penetrated the skin on one side of the incision. Some staples were dislodged when the dressing was put on. Another prw35 was opened to complete the case. There was no consequence to the pt.